Manufacturer narrative:
This report is submitted on may 19, 2020.

Event description:
Per the clinic, the patient experienced a migration of the implant's receiver/stimulator. The cause of the migration is unspecified. The device was repositioned on (B)(6) 2020.